Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: testing confirmed the display has a persistent horizontal line through the lettering in the middle of the display screen. The display screen has no visible damage. The display screen was re-seated and tested. The persistent horizontal line is still present. A test screen was inserted. The test screen functioned properly with no horizontal lines visible on the screen. A defective display flex was observed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.